Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 98 mm long x 47 mm in diameter saccular thoracic aortic aneurysm at zone 2. The diameter of the proximal thoracic aorta is 38 mm, and the diameter of the distal thoracic aorta is 37 mm. It was reported that a tw38x34 stent graft was first implanted at zone 2. Then, during the implantation of a tf42x42 stent graft just distal to the left common carotid artery, the bare spring deployed misaligned at the inner curve in the aneurysm sac, when the graft cover was pulled back to the second stent ring. The physician tried to correct the misaligned deployment; however, the attempt was unsuccessful, and the bare spring fell, orienting downward to the aneurysm. To intervene, the physician implanted another tf42x42 stent graft at zone 2 and started its deployment at a higher area; however, after the implantation, a proximal type I endoleak was evident. The physician modeled the device with a balloon from another manufacturer; however, the endoleak did not resolve at the time of the procedure. No further intervention was performed, and the patient was monitored. It was later reported that the endoleak has been resolving, and no further intervention has been performed or is planned. Also, the bare spring is still facing downward into the aneurysm but has not caused any peroration. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (cause of misaligned deployed bare spring is unknown).

Manufacturer narrative:
The exact date of the death is unknown; the exact date of the event is unknown.

Event description:
Additional information was received for this case. The patient passed away due to an unknown cause. The investigator assessed the death relationship to the product as unknown and relationship to the procedure as unknown. The patient did not receive treatment. The investigator stated it is impossible to obtain further information for this case and it was reported that the cause of death is confirmed to be not related to rupture of the aortic aneurysm.